Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/9/2024. Additional information: d9, h3, h6 h3. Investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received; several suture pieces and a detached needle outside its packaging that belonged to product code nw9352. Upon visual assessment of the suture pieces, it was observed that the strand had begun with a degradation process caused by exposure to the environment. This condition caused the needle to be detached from the suture. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. Per the sample condition, the functional test cannot be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The following information was requested: - product code: nw9237 - lot : unknown 1. Please clarify if the additional device belong to this complaint? If so, what is the product code and lot number of the unknown returned product? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint and was returned in error, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(6) with the ups, dhl or fedex tracker number. A device has been received, however clarification is requested whether the product belongs to this complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * please confirm if suture breakage and needle detachment occurred during use on the patient or if the sutures were found broken when opening the foil * please confirm how many sutures were found broken and how many needles detached. * were there any patient consequences? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned related events captured via: 2210968-2024-05523 2210968-2024-05524 2210968-2024-05525 2210968-2024-05526.

Event description:
It was reported that the patient underwent a laparotomy procedure on (B)(6) 2024 and suture was used. During surgery, the needle was separated from the thread and the suture was totally broken. No patient consequence was reported. Additional information was requested.